Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had a sudden rise in threshold and elevated threshold. The lv lead remains in use based on medical judgment. It was noted that the patient was a part of the system longevity study. No patient complications have been reported as a result of this event.